Manufacturer narrative:
Date of event is approximated to (B)(6) 2005, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a tension-free vaginal tape sling placement procedure performed on (B)(6) 2005, for the treatment of mixed incontinence. Reportedly, the patient continued to have incontinence post procedure. In (B)(6) 2007, the patient presented to a women's pelvic medical center with a number of urogynecologic complaints (symptoms of mixed urinary incontinence). She was sent for pelvic floor physical therapy. Reportedly, around 2008 to 2010, she had multiple tests done before a urethral surgery, but when she woke up, she was told the surgery was not done as it was planned. She said she feels "somebody is missing something and not doing something on purpose to fix the situation." In (B)(6) 2009, she sought consult with chief complaints of mixed urinary incontinence, urinary urgency/frequency. A standing stress test was negative with cough. On (B)(6) 2009, ursc post void residual was 0ml. No stress urinary incontinence demonstrated. Detrusor overactivity without incontinence. On (B)(6) 2009, she underwent cystoscopy with normal results on (B)(6) 2010: retrograde fill to 300ml and then underwent extensive stress testing in the supine standing positions without evidence of stress incontinence. No pelvic organ prolapse noted. On (B)(6) 2013, the patient presented with complaints of urinary incontinence stating she would leak urine with a strong cough or sneeze and sometimes with walking. She also had moderate urgency and typically had nocturia 1 to 2 times a night. She added that her urgency had improved over the last couple of years due to bladder training and holding her urine for longer periods of time. On (B)(6) 2013, she presented with chief complaint of urinary incontinence. She underwent transurethral bulking with coaptite and cystoscopy on (B)(6) after which she developed urinary retention postoperatively and had to be straight catheterized. Over the next few days, she continued to have difficulty emptying her bladder that was associated with pain. She stated the pain resolved over the last week, but she still continued to have sensation of incomplete bladder emptying, leaking without urgency or warning and frequent urination. She continued to have dysmotility that she had preoperatively. On (B)(6) 2013, she again presented with the primary complaint of urinary incontinence which she described as incontinence with a very strong cough or sneeze. She also added that she was experiencing spontaneous incontinence not preceded by any sensation. She would urinate approximately every 2 hours and reported nocturia x2, and that she would consume 40 pads per week. On (B)(6) 2020, she saw her primary care physician for mixed urinary incontinence. On (B)(6) 2020, she was treated for overactive bladder with mirabegron 25mg with no improvement. She was then started ankle nerve stimulation x 3. On (B)(6) 2021, the patient presented with mass on the left inguinal area extending to left gluteal area. The mass appeared suddenly around march 2021 that was painful to touch and with sitting. She underwent bedside incision and drainage (I&d) and an anoscopy was performed which did not visualize any apparent fistulas. On (B)(6) 2021, one-week follow-up showed no drainage nor erythema from area of I&d. Ultrasound was ordered and she was started on bactrim ds x 1 week. On (B)(6) 2021, ultrasound revealed a heterogeneous structure is visualized to the left of the rectum on the left buttocks. It may represent complicated fluid/abscess vs partially solid mass. On (B)(6) 2021, she sought consult for urinary urgency/frequency and cystoscopy and noted to have erythema around vaginal area extending around the pubic bone so was sent to ed. She was given continued wound drainage; general surgery was consulted. Impression: internal development of fistula in ano with plans for rectal exam under general anesthesia. On (B)(6) 2021, a CT scan was performed with the following impressions: there is soft edema within the left medial gluteal region likely due to cellulitis. There is a fluid collection within the left medial gluteal region, likely due to an abscess. Pneumatocele within the left lower lobe. There is diverticulosis without evidence for acute diverticulitis. A 5.4mm cyst with the left lobe of the liver. On (B)(6) 2021, anorectal exam revealed an opening at left of anus approximately 4cm from av, induration immediately around opening without palpable cord or tracking towards anus. Impression was gluteal abscess, unclear if it was fistula or not. On july 28, 2021, she then went for follow-up appointment: continued drainage with intermittent pain and swelling. Diagnosis: chronic sinus vs fistula. On (B)(6) 2021, she underwent rectal exam under anesthesia for the diagnosis and treatment of chronic buttock abscess. Operative finding was notable for buttock abscess with cavity. Peroxide injection showed connection to anterior vagina, just proximal to urethral orifice, but no connection to rectum. On (B)(6) 2021, the patient was referred for chronic buttock abscess, fistula to anterior vagina and suspected sling infection. Reportedly, she has had ongoing swelling and soreness in bilateral inguinal area for the last ten years, but it has only been recent that she noticed reddish/purple discoloration in the lower pelvic or mons area. She also reported pain in the pelvic area and has open buttock wound with decreased drainage. On (B)(6) 2021, the patient underwent a gynecologic exam under general anesthesia, removal of tvt-o mesh, urethrolysis, cystoscopy and debridement of wound and groin incision and exploration due to the infected mesh, perineal abscess cavity/chronic wound and fistula. Findings include presence of an infected mesh. There was also erythematous rash in the distribution of mons surrounding the perineal area and bilateral buttock area. Also noted was an open left buttock wound with small amount of visible external granulation tissue. The mesh was completely removed on both sides. The patient tolerated the procedure well without any complications.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a tension-free vaginal tape sling placement procedure performed on (B)(6) 2005, for the treatment of mixed incontinence. Reportedly, the patient continued to have incontinence post procedure. On (B)(6) 2007, the patient presented to a women's pelvic medical center with a number of urogynecologic complaints (symptoms of mixed urinary incontinence). She was sent for pelvic floor physical therapy. Reportedly, around 2008 to 2010, she had multiple tests done before a urethral surgery, but when she woke up, she was told the surgery was not done as it was planned. She said she feels "somebody is missing something and not doing something on purpose to fix the situation." On (B)(6) 2009, she sought consult with chief complaints of mixed urinary incontinence, urinary urgency/frequency. A standing stress test was negative with cough. On (B)(6) 2009, ursc post void residual was 0ml. No stress urinary incontinence demonstrated. Detrusor overactivity without incontinence. On (B)(6) 2009, she underwent cystoscopy with normal results on (B)(6) 2010 - retrograde fill to 300ml and then underwent extensive stress testing in the supine standing positions without evidence of stress incontinence. No pelvic organ prolapse noted. On (B)(6) 2013, the patient presented with complaints of urinary incontinence stating she would leak urine with a strong cough or sneeze and sometimes with walking. She also had moderate urgency and typically had nocturia 1 to 2 times a night. She added that her urgency had improved over the last couple of years due to bladder training and holding her urine for longer periods of time. On (B)(6) 2013, she presented with chief complaint of urinary incontinence. She underwent transurethral bulking with coaptite and cystoscopy on (B)(6) after which she developed urinary retention postoperatively and had to be straight catheterized. Over the next few days, she continued to have difficulty emptying her bladder that was associated with pain. She stated the pain resolved over the last week, but she still continued to have sensation of incomplete bladder emptying, leaking without urgency or warning and frequent urination. She continued to have dysmotility that she had preoperatively. On (B)(6) 2013, she again presented with the primary complaint of urinary incontinence which she described as incontinence with a very strong cough or sneeze. She also added that she was experiencing spontaneous incontinence not preceded by any sensation. She would urinate approximately every 2 hours and reported nocturia x2, and that she would consume 40 pads per week. On (B)(6) 2020, she saw her primary care physician for mixed urinary incontinence. On (B)(6) 2020, she was treated for overactive bladder with mirabegron 25mg with no improvement. She was then started ankle nerve stimulation x 3. On (B)(6) 2021, the patient presented with mass on the left inguinal area extending to left gluteal area. The mass appeared suddenly around on (B)(6) 2021 that was painful to touch and with sitting. She underwent bedside incision and drainage (I&d) and an anoscopy was performed which did not visualize any apparent fistulas. On (B)(6) 2021, one-week follow-up showed no drainage nor erythema from area of I&d. Ultrasound was ordered and she was started on bactrim ds x 1 week. On (B)(6) 2021, ultrasound revealed a heterogeneous structure is visualized to the left of the rectum on the left buttocks. It may represent complicated fluid/abscess vs partially solid mass. On (B)(6) 2021, she sought consult for urinary urgency/frequency and cystoscopy and noted to have erythema around vaginal area extending around the pubic bone so was sent to ed. She was given continued wound drainage; general surgery was consulted. Impression: internal development of fistula in ano with plans for rectal exam under general anesthesia. On (B)(6) 2021, a CT scan was performed with the following impressions: 1. There is soft edema within the left medial gluteal region likely due to cellulitis. There is a fluid collection within the left medial gluteal region, likely due to an abscess. 2. Pneumatocele within the left lower lobe. 3. There is diverticulosis without evidence for acute diverticulitis. 4. A 5.4mm cyst with the left lobe of the liver. On (B)(6) 2021, anorectal exam revealed an opening at left of anus approximately 4cm from av, induration immediately around opening without palpable cord or tracking towards anus. Impression was gluteal abscess, unclear if it was fistula or not. On (B)(6) 2021, she then went for follow-up appointment: continued drainage with intermittent pain and swelling. Diagnosis: chronic sinus vs fistula. On (B)(6) 2021, she underwent rectal exam under anesthesia for the diagnosis and treatment of chronic buttock abscess. Operative finding was notable for buttock abscess with cavity. Peroxide injection showed connection to anterior vagina, just proximal to urethral orifice, but no connection to rectum. On (B)(6) 2021, the patient was referred for chronic buttock abscess, fistula to anterior vagina and suspected sling infection. Reportedly, she has had ongoing swelling and soreness in bilateral inguinal area for the last ten years, but it has only been recent that she noticed reddish/purple discoloration in the lower pelvic or mons area. She also reported pain in the pelvic area and has open buttock wound with decreased drainage. On (B)(6) 2021, the patient underwent a gynecologic exam under general anesthesia, removal of tvt-o mesh, urethrolysis, cystoscopy and debridement of wound and groin incision and exploration due to the infected mesh, perineal abscess cavity/chronic wound and fistula. Findings include presence of an infected mesh. There was also erythematous rash in the distribution of mons surrounding the perineal area and bilateral buttock area. Also noted was an open left buttock wound with small amount of visible external granulation tissue. The mesh was completely removed on both sides. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
Correction: blocks a3 and h6 patient codes. Block b3: date of event is approximated to on (B)(6) 2005, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6) block h6: patient codes e172001, e1906, e1309, e2330 capture the reportable events abscess, mesh infection, urinary retention and pain. Impact codes f2303, f1903, f18 capture the reportable events of required medication, surgery and physical therapy.